Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a high blood glucose of 400 mg/dl. The user alleged the insulin pump was under delivering insulin due to high blood glucose and retainer ring was broken off. Customer stated that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level. Customer experienced symptoms such as nausea. The customer was assisted with troubleshooting. The customer was treated with insulin injection and with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined to test insulin pump. Customer stated that seemingly the delivery had been suspended manually. The insulin pump will be returned for analysis.